Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the bilateral drg l1 lead had never provided effective therapy since implant and one lead had high impedance as well. As such, surgical intervention was undertaken wherein both the lead were replaced and therapy restored.